Event description:
Pt's connector was leaking during the night. She missed about 6 hours of remodulin. She was aware of the 4 hours window. She had attempted to reconnect everything and it was leaking between the green and white part still. She started a new one and was able to get everything back working at 5:30 this morning. She did restart at her current dose and is experiencing headache and stomachache. She did reach out and leave a message at her md office already. Reported to (B)(6) by pt/caregiver.